Event description:
Originally the complaint, based on the report verbiage, appeared benign, however, upon receiving and evaluating the device, it appears to us that the damage observed would most likely happen in the body. A portion of the distal tip of the inserter is missing. Our affiliate is reporting that there were no patient consequences, however, it is not known if the fragment was retrieved from the body or not. The procedure was able to be concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. It is noted that a portion of the distal tip of the inserter is missing. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. Based on customer impact and complaint rate, we consider this issue to be an anomaly. No corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.